Event description:
It was reported a patient with a 29mm 6900ptfx mitral valve, has been placed under evaluation for a valve-in-valve after an implant duration of six (6) years, ten (10) months due to stenosis.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported a patient with a 29mm 6900ptfx mitral valve, has mild-to-moderate stenosis after an implant duration of six (6) years, ten (10) months. Patient presented with chest pain. Patient discharged with plans for medical optimization with no surgical intervention planned. Patient to have follow-up CT to determine if he is a candidate for viv.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b2, b3, b5, e1, g3, g6, h2, h6 (component code, impact code, clinical code, type of investigation). The subject device is not available for evaluation, as it was discarded on-site. H11: corrective data: based on the additional information obtained, this event is now considered reportable, and this correction is being submitted.

Event description:
It was learned that a patient with a 29mm 6900ptfx mitral valve, was explanted after an implant duration of 8 years due to mild-to-moderate stenosis. The patient presented with chest pain. The explanted device was replaced with a 31mm 11400m mitral valve.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely root cause is patient factors, including history of coronary artery disease, coronary artery bypass graft, and hyperlipidemia.